Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator stopped working and turned off during use and was unable to be restarted. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the cockpit performed one warmstart on (B)(6) 2021. The device alarmed as specified and the ventilation continued as previously set. The log file did not point to a persistent hardware malfunction of the cockpit. However, based on the log entries a root cause of the restart could not be determined. If the device detects a deviation concerning the cockpit, a warmstart will be triggered in order to reset the micro processing system to a specified state. The ventilation performed by the ventilation unit is not affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. Based on the investigation results this case is no longer considered to be reportable according to meddev 2.12 rev.08 as neither death nor a "serious" injury were caused nor would it be "expected" to occur in case of recurrence. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator stopped working and turned off during use and was unable to be restarted. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator stopped working and turned off during use and was unable to be restarted. There were no patient health consequences reported.